Manufacturer narrative:
Medwatch field b1 was updated

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s meter and strips requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago method. At 9:45 a.m. The meter result was 5.4 inr and at 11:45 a.m. The laboratory result was 3.31 inr. The patient did not seek medical treatment but his warfarin dose was decreased. The patients therapeutic range is 2.0-3.0 inr. The customer is in stable condition.